Event description:
During a transfer from bed to chair, the shoulder straps broke on the medcare care sling dropping the resident to the floor. After the incident, the resident complained of back and side pains. Resident has a history of back pains. The resident was brought to the hospital for x-rays, results were negative. Afterwards, a portable x-ray was brought in and a hairline fracture was noted.

Manufacturer narrative:
A medcare rep went to the facility to look at the sling and take pictures. Pictures show discoloration and loose stitching throughout the sling. The discoloration leads us to believe the sling was washed in bleach. Medcare states in it's operation manual that the bleach should never be used when laundering slings. Also based on the loose stitching, this sling should have been removed from service. (B)(4).